Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to open the refrigerator. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge was not opening. A field service engineer (fse) opened the side cover and removed the latch assembly, removed the wiring harness and cleaned the mini switch contacts prior to reassembly, then reinstalled the latch assembly in the smart, remote manager housing, and then restarted the station. During start of sequence, the fse logged into administrative mode and successfully ran the required diagnostic testing. The system functioned as intended after the field service engineer repaired the device.